Manufacturer narrative:
(B)(4). The ssu technician checked the unit and could not duplicate the complaint event. According to the ssu technician, the unit ran for over 90 minutes under battery mode. Additionally, the unit could switch over to line-power and charge the battery after connecting power line. All of connections inside were fine. Note: the serial number provided is not associated with rotaflow; therefore, the model number, catalog number, serial number, device manufacturer date, and approximate age of device is unknown. (B)(4).

Event description:
On (B)(6) 2013, the maquet sales and service unit (ssu) technician (on behalf of the customer), reported that rotaflow console with serial number (B)(4) suddenly turned off during running. Per the customer,the unit came back to be normal after turning on. The date of this event is (B)(6) 2013. On (B)(6) 2013, the customer reported that the event happened again. According to the customer, there was no alarm and error message. Note: the customer did not provide date of event. On (B)(6) 2013, the customer reported additional information. Per the customer, the unit turned off immediately when they disconnected the main power cord to move the patient. Note: the serial number provided is not associated with rotaflow. An additional medwatch with MFR# 8010762-2014-01047 will be submitted for the second occurrence. (B)(4).